Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, white particles calcification -like in device outer surface, the device was broken shell, missing of plug strap and wear abrasion. A microscopic analysis and leak test were performed which identified two openings crease smooth and two striated patterns along the same edge. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: two opening crease smooth in the side posterior/radius assessed as fold flaw opening. Two striated patterns along the same edge in the side anterior assessed as surgical damage. Missing of plug strap (100%) assessed as inconclusive. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported right side exchange from textured to smooth. Later, healthcare professional reported deflation. Healthcare professional additionally reported "valve delaminated from shell" "hole non-specific. The device has been explanted and replaced.